Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g050 was manufactured on july 23, 2014- july 25, 2014. The device was received for evaluation. Visual inspection ((B)(4)) revealed a solid white particle approximately 0.95 mm in length, floating in the fluid of the reservoir. The particle was identified to be polyester material via ft-ir spectrophotometer scanning. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.